Manufacturer narrative:
The lens was returned in the lens case with one of the haptics folded typical of being loaded into a cartridge. Solution is dried on the lens. One haptic is bent in the gusset area and folded over and adhered to the optic by solution. The opposite haptic is broken in the gusset area and returned adhered to the optic by solution. Edge damage is observed in two spots on the optic with missing and loose material. A small scratch is observed on the optic. A crack is observed on the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The cartridge was not returned for evaluation. A dimensional inspection could not be performed due to the extensive damage. The product investigation could not identify a root cause for the reported complaint of lens would not load. The lens was returned in the lens case. The cartridge was not returned for evaluation. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during implantation of an intraocular lens (iol), the lens would not advance through the wound. Patient contact was noted.